Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) with a carto 3 system. There was a map shift. It was reported that when mapping on the right and left side occurred, when going back to left side to ablate some more their appeared to be a map shift posteriorly. No error codes occurred with the map shift or during the case. The possible map shift was discovered when additional ablations were being performed on the left sided posterior wall closer in towards the veins when compared to the initial lesion set. During that time visitags were projecting internally compared to the initial lesion tags. The fam was shaved down to display the new tags. When more ablations were performed superior to this area and directly on the initial line of lesions those tags projected to approximately the same internal spots. The issue was seen during ablating only and at the very end of the procedure. The approximate difference in catheter location relative to the initial lesion set was less than 1 cm closer to the left sided veins on the posterior wall compared to the initial lesion set and directly on the initial lesion set. The tags projected approximately 1-2 cm internally compared to other lesions. The CT transition from veins to posterior wall appears relatively smooth. On the lesion sets if you focus on the left inferior pulmonary vein the tags that project internally starting at the superior-posterior aspect of the vein are the lesion set the team was concerned with. No cardioversion was performed. However, at the beginning of the case the physician did have to defibrillate the patient. This occurred prior to any mapping or point collection. The patient did not move prior to the shift. The patient did spontaneously convert from a-fib to sinus rhythm upon completion of the right pulmonary vein lesions. This was prior to returning to the lefts and prior to the apparent map shift. The map shift is MDR-reportable.

Manufacturer narrative:
On (B)(6)-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) with a carto 3 system. There was a map shift. Device evaluation details: the bwi representative reported that the study data was unavailable to investigate this issue. Investigation of the map shift issue was not possible. Field service engineer followed up with the bwi representative and confirmed that the issue was called in for documentation. No service required. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the system 12021, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)